Event description:
The patient reportedly experienced intermittent lock with his internal device and external equipment. The patient also experienced redness and irritation around the implant site. External equipment was exchanged; however, this did not resolve the issue. Testing showed that the device is functioning. The patient's internal magnet was replaced on (B) (6) 2009.